Manufacturer narrative:
The product has been requested. It will be investigated upon return, and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported obtaining high readings on their precision qid meter. The customer obtained readings of 69, 221 and 141mg/dl compared to laboratory results of 30, 183 and 80 mg/dl within a ten minute timeframe. When plotting each pair of readings on to a parkes error grid two results fall in the 'c' zone showing the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.